Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that after a laparoscopic right hemicolectomy, a slight bleeding from a drain and the anus was confirmed a day after the procedure. It was highly possible that the bleeding was from the anastomosis site according to CT as pooling of blood was confirmed in the anastomosis site. The amount of bleeding was unknown. The amount of 1120cc blood infusion was performed. After blood infusion, the bleeding was followed up with CT observation and natural history, and it stopped. No additional treatments for stopping bleeding were performed. The staple formation was not confirmed with CT. In the former procedure, the device and 2 blue loads were used for forming the inner cavity during a functional end-to-end anastomosis between the small intestine and the rectum. After that, 1 blue for the 1st firing, 1 gold for the 2nd firing were used to close the insertion slot and there cartridges were not the complaint devices. Reinforcement material was not used. The staples were formed as intended. The target tissue was thin. The target tissue was clamped with the jaws uniformly. The device was not fired across something hard. There was no unexpected resistance in closing and in firing the device. The firing trigger was grasped fully at firing. No anomaly both in suturing and cutting of the device was confirmed. No leak and no bleeding were confirmed visually before the procedure was completed. The doctor commented that a cause of bleeding after the operation was unknown and he had used the device as usual. The bleeding was stopped on (B)(6) and the patient is stable. It is unlikely that hospitalization will be extended. No device will be returning.